Manufacturer narrative:
Information was received that the issue occurred during set up for use with no delay to therapy noted. The customer replaced the touchscreen to address the reported issue, performed touchscreen calibration and the unit was return to use. The customer reported that the defective part was discarded.

Event description:
It was reported that the ventilator touchscreen was not responding. There was no patient involvement. The investigation is ongoing.